Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was performed, during which it was determined that the cuff size was oversized. The cuff was replaced with a smaller size. No additional patient complications were reported.

Manufacturer narrative:
Additional information: h6 patient codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff was too large. A surgical procedure was performed during which the cuff was replaced with a smaller one. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the cuff length too long may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.